Event description:
Hcp reported patient presented with "some signs of withdrawal." The catheter was checked and found to not to be patent. There was a discrepenacy at pump refills and the hcp questions if the pump was infusing. The pump and catheter were both explanted, replaced, and returned to the MFR for analysis. A follow up report will be sent when additional info is available.